Manufacturer narrative:
One used unit was received on 25 june 2007 and sent for decontamination. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted.

Event description:
The catheter was inserted into the median cubital vein in 2007, to the basilic vein without incident. Five days later, the nurse was informed of blood leakage and found the catheter broken near the oval disk. The patient was taken to x-ray and the catheter was found at the axillary vein. The catheter was surgically removed.